Manufacturer narrative:
The customer ordered a replacement footswitch. A visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch was tested and met all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. A root cause was not identified. (B)(4).

Event description:
An ophthalmic tech reported there was decreased infusion when using the footswitch. The footswitch was exchanged and the procedure was completed. There was no pt injury reported.